Event description:
Insurance company alleges scooter had thermal event while in customer's garage.

Manufacturer narrative:
A field service technician visually inspected the device and took photos. However, the device was disposed of by the consumer's provider after this visual inspection but prior to a component analysis.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Insurance company alleges scooter had thermal event while in customer's garage.